Event description:
Reporting status: surgical intervention/death. Reporting rationale: perforation requiring surgical intervention/death. Device issue: none. It was reported that when the otw vision stent delivery sys (sds) was being deployed into the saphenous vein graft, a perforation was identified. The pt was sent to surgery for treatment of the perforation; however, the surgery was not successful and the pt died in 2008. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation: prod perf engineering reviewed the incident info. In this case, there was no report of any device malfunction at the time of the stent implant. Perforation and death as listed in the device risk assessment matrix and instructions for use are known adverse events associated with coronary stenting. These known pt effects are not necessarily an indication of a prod quality issue.